Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure it was "easy to cause the dislocation of" the pacing lead in the coronary sinus. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure it was "easy to cause the dislocation of" the pacing lead in the coronary sinus when implanting a right atrial (ra) lead. The coronary sinus lead was re-implanted and the atrial lead was removed and replaced. No patient complications have been reported as a result of this event.